Event description:
It was reported that the patient underwent a posterior spinal surgical revision procedure due to adjacent level disease. It was reported that the tip of the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~4 mm of both of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed. Material hardness identified to be above print specification. The above findings are consistent with manufacturing error.